Manufacturer narrative:
(B) (4). Evaluation, results and conclusions: (endoleak); (type ii endoleak).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approx one month ago. Vessel and aneurysm morphology were not reported. The stent graft system was accurately modeled with a ballooned with a reliant balloon. It was reported that post procedure angiogram showed a significant type 1 endoleak (MFR 2953200-2010-00802). The physician ballooned again; however, the endoleak did not resolve. The physician elected to implant a 28 aneurx aortic cuff, knowing that the lower left renal artery would be occluded and the endoleak was resolved. The lower left renal artery remained patent. There is a persistent type ii endoleak as evidenced by very late blush of contrast into the sac of the aneurysm, which originated from a lumbar collateral. No further intervention was performed. No additional clinical sequelae were reported and the pt is fine.